Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received failed battery test. The customer declined to troubleshoot for the failed battery test. The customer states they would be going off the pump. No further information or assistance provided.